Manufacturer narrative:
System was used for treatment. Kit lot d716 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories leak centrifuge alarm and centrifuge bowl leak/break and no trend was detected for either of these categories. However an issue review investigation has been initiated for complaint category centrifuge bowl leak/break. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
Customer called to report blood leak alarm during treatment procedure. Customer stated they were getting patient occlusions alarms, so they stopped the procedure to tpa the line. After thirty minutes, they resumed procedure, and then blood leak alarm occurred. Customer stated they were in cycle 1 of buffy coat collection. Customer stated inside of the centrifuge lid has condensation on it. Customer aborted the procedure with no return of blood/products to the patient. Customer stated patient was stable. No product will be returned for investigation.